Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve was difficult to disconnect. The following information was provided by the initial reporter: after blood drawing, syringe and the safety connector (2000e) cannot be disconnected. Additional information received from the customer: can you confirm is there any patient impacted? No. Can you confirm that there are any serious injuries that occur to the patient? No what is the current status of the patient? The issue arose after the blood draw, the patient was unaffected. Kindly provide lot number. Unknown. Please confirm the make and model of the connecting product(s)? Sol care safety syringe please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? No. Please confirm what substance was being infused during the time of the event, specifically were there any lipids infused at the time? No, the issue arose after the blood draw not infusion therapy or tpn treatment. Was there any patient harm? No.

Event description:
No additional information.

Manufacturer narrative:
One 2000e sample was received without packaging for investigation, the sample was received attached to a safety cannula, and a sol-care 10ml syringe. The customer reported that "after blood drawing, syringe and the safety connector (2000e) cannot be disconnected." The customer's experience was confirmed as attempts to separate the smartsite from the returned syringe were unsuccessful as it appeared to be locked on. The inability to disconnect the smartsite appears related to the design of the syringe, rather than related to any smartsite product defect. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Please note, analysis of the sol-care product information indicates that it has a "patented locking ring design - the syringe cannot be reused once the needle is locked within the barrel". Therefore, this design feature would prevent any connecting product, including the smartsite, to disconnect. No product issue was observed to the smartsite product which may have contributed to the customer's experience. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the smartsite product family over the past 12 months.